Event description:
It was reported that this lead was explanted after implant due to poor sensing numbers. Physician decided not to replace the lead due to patient anatomy issues. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual analysis revealed cuts into the insulation 22 cm distal to the is 1 connector pin and a bent distal end. These damages most likely resulted from the explantation procedure. However, a thorough analysis of the lead did not show any deviations which might have led to the reported poor sensing. The values of the parameters measured during the electrical analysis were within the technical specifications. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.